Event description:
Customer's wife reported the hospitalization due to heart attack and high blood glucose. Caller stated that the customer was sick with sore throat and high white blood cell count. The blood glucose reading at the time of the event was 1100 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.